Event description:
It was reported that in 09/2002 pt underwent abdominal surgery and gynecare intergel was spread throughout her abdomen. It was reported that shortly following plaintiff's surgery, she developed "extreme pain, swelling, and other serious injuries." Update: additional information provided 09/2005 noted that according to the pt, the following is alleged to have occurred: last had complaint 10/02--excessive abdominal and pelvic pain, swelling, fever, and non-ambulatory for 14 days. Last had complaint 11/2002--pain, swelling, infection, adhesions and axiety. Laparoscopy with lysis of adhesions, and removal of chronic incisional abscess. Ongoing--anxiety, abdominal and pelvic pain, and digestive problems.

Event description:
It was reported that in 2002 pt underwent abdominal surgery and gynecare intergel was spread throughout their abdomen. It was reported that shortly following pt's surgery, they developed "extreme pain, swelling, and other serious injuries."